Event description:
Customer alleges the lift drops too fast and they have to continue to pump the lift to keep her up. No injury alleged.

Manufacturer narrative:
No RMA has been initiated for this issue. Model 9805p, serial number/date code is unknown. The owner's manual part number 1024492 was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a female, (B)(6). The consumers medical condition, stability and medication regimen are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown. The consumer stated that the lift drops to fast and they need to continue to pump the lift to keep the patient up. No injury or medical intervention alleged.